Event description:
Pt is 65 yr old male admitted to facility on 6/6/1998 for malfunctioning pacemaker. Pt has history of bradycardia, and underwent implantable pacemaker insertion 7/9/1996. Pt experienced episodes of bradycardia with a heart rate in the 30's. Pacemaker implanted in left subclavian area. New pacemaker leads were implanted and attached to old generator. Device tests show device is functioning adequately. Pacemaker re-implanted. Pt experienced bleeding at pacemaker site, and returned to or later on 6/7/1998 for exploration of pacemaker insertion and control of bleeding. Pt tolerated procedure well, and left or in satisfactory condition.